Event description:
It was reported that the device displayed a malfunction code, identified as malf 9. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The malfunction code was confirmed to be resettable, and the customer planned to contact technical support to reset the device once they arrived at their destination.